Event description:
It was reported that during a gastrectomy procedure, the stapler loaded on the second golden cartridge and it did not want to open. The knife came back into the sheath. The surgeon with the help of the sales rep used at first the grey button on the handle to try to get back the knife. It was impossible to open the stapler. He had to open the return manual lever on the top of the stapler, but unsuccessfully. At the end of three minutes, the stapler opened "by magic". Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that one pse60a device was returned with the anvil bent upwards and with an ecr60d cartridge loaded on the device. The returned reload was fully fired and in good visual condition. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system. The device was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced a few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. Event could not be confirmed as the device closed and opened without any difficulties noted. The bailout mechanism and reverse button force worked as intended.